Event description:
Reported observing biased glucose and bun results for one pt sample. Biased results of this magnitude may lead to inappropriate physician action. There was no report of pt harm as a result of this event.